Event description:
During an exploratory laparoscopic procedure to rule out ectopic pregnancy the sonosurge instrument broke off inside the patient. The broken piece was retrieved using an e-catch device and there was no complication or harm to the patient.